Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
In 2004 - patient had composix kugel implanted. Subsequently, patient presented with a lump under the skin. On (B)(6)2010 - the surgeon opened the site of concern and identified that the "recoil ring" from the mesh had broken and was protruding outwards. The ring was explanted.